Event description:
It was reported that this right ventricular (rv) lead was an attempted implant. During the procedure it was noted that there were high out of range pacing impedance measurements. As a result, the procedure was successfully completed with another lead. No adverse patient effects were reported. This lead has not been returned.

Manufacturer narrative:
At this time, no further information is available. Should additional information become available, this report will be updated.